Manufacturer narrative:
The alleged event of peritonitis and diarrhea was not confirmed by the manufacturing plant. The reported symptom code balloon valve leak alarm was confirmed with testing. The reported symptom code ¿pressure leak alarm¿ was confirmed with testing. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment failed. An interior inspection showed no signs of dried fluid. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A temporal relationship exists between ccpd treatment with the liberty cycler set and the patient¿s e. Coli peritonitis event on (B)(6) 2017. However, there is no documentation that supports a causal relationship. E. Coli bacteria are part of normal flora of the human intestine. (Cdc, 2015). The patient¿s previous history of e. Coli peritonitis approximately 6 weeks prior (on (B)(6) 2017) may have been implicated in this case due to a possibility the e. Coli bacteria were not completely eradicated. Moreover, the patient¿s concurrent diarrhea and poor hand washing are likely contributing factors in the patient¿s. On (B)(6) 2017 e. Coli peritonitis event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient's nurse reported that the patient visited the clinic and reported experiencing diarrhea. The patient's effluent was cultured and revealed the presence of escherichia coli (e. Coli) bacteria and a high white blood cell (wbc) count of 5925. According to the nurse, the patient. Was not hospitalized for the e. Coli peritonitis event. However, the patient. Was sent to the emergency room (ER) on the same day ((B)(6) 2017) for further evaluation of the patient¿s diarrhea and diagnosed with clostridium difficile infection. Treatment rendered, including possible antibiotic therapy, for the patient¿s e. Coli peritonitis event is unknown. The liberty cycler was replaced.